Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the unit stopped during ventilation without alarm. The customer stated that there was a patient involved with this incident. The patient has desaturation and restoration for approximately 30 minutes.